Event description:
Healing cap could not be removed from dental implant. Implant needed to be explanted.

Manufacturer narrative:
Healing cap could not be removed from dental implant. Implant needed to be explanted. The implant is massive damaged. Part inside of the implant is not from the healing cap. The healing cap wasn`t removed for evaluation. No further statement is possible. Damage (maybe caused by overload) caused by user. Dentist should have consulted instruction for use to prevent this from happen.